Event description:
Event description guidant received information that this atrial pacing lead was surgically capped and replaced due to a rise in rate/sense impedance measurements. A fracture of the lead's conductor was visualized under fleuroscopy.